Event description:
Phlebitis noted. Hot pack applied without success. Removed catheter and sent it for culture but did not find any growth. The hosp was infused tpn and antibiotics. The hosp used only powderless gloves.